Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. Log files reveals that alarms 401 and 316 are visible to be triggered during each start-up. The fact that alarm 401 is caused by error 4 leads to the conclusion that it is a result of alarm 316. The ""voltage check blower"" is zero at 30 percent blower voltage, according to screenshots. Moog blower is suspected to be faulty .however, there is no screenshot of the situation where the voltage is set to 30% but the blower is still turned off, so we cannot exclude the power board as possible root cause. Vyaire medical findings indicated that defective blower driver electronics within the main electronics pcba. Most likely lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). A vyaire field service representative(fsr) evaluated the device onsite and updated the device to software (B)(4). The device logs were collected and technical error 401 inspiratory block leaky was found. Awaiting inspiratory block. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 us keeps getting the occlusion alarm and won't reach vt (tidal volume). At this time, there is no information regarding patient involvement associated with the reported event.